Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted. Ref MFR: 2937094-2013-00267.

Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 158,592 joules during a prostate procedure. It was reported that a second fiber was also noticed to have commenced forward firing at 153,085 joules. A third fiber was used to complete the procedure. No pt injury was reported. This report is for the second fiber.